Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during routine incoming inspection of a loaner set, the handle with quick coupling was observed broken. There was no patient involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part #: 311.43; synthes lot number: 9818105; manufacturing site: synthes jennersville. Release to warehouse date: 02-jun-2015. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported on july 23, 2019, during routine incoming inspection of a loaner set, the handle with quick coupling was observed broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the handle with quick coupling, small (p/n 311.43 lot 9818105) was received with a vertical crack on the handle. The crack was across the location of the dowel pin .the instrument/handle was not separated into two pieces. No other issues were identified with the returned components of the device. The device failure/defect of cracked handle was identified during investigation and is related to the reported complaint condition of broken. Dimensional inspection: document/specification review: conclusion: the reported complaint condition of broken is confirmed for the handle with quick coupling, small (p/n 311.43 lot 9818105) as the instrument was received with a vertical crack on the handle. A valid design defect was identified as the root cause of the cracked condition. Cno manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. Based upon these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.